Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain® 4, 5, 6mm(d) implant driver tip long (iipdtl) was returned for investigation. Visual inspection of the as returned product identified excessive wear due to usage throughout product as well as tip. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the driver (iipdtl) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event does not disengage/release or device (iipdtl) based on the available information, device malfunction did not occur and the reported event was unconfirmed. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the driver did not disengage from the implant. Another device was used to complete the procedure.